Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012715325 was returned and analyzed. Visual inspection was performed. The catheter was received with an inverted spiral array. Additionally, the spiral array pebax tube appeared twisted, and the spiral array guidewire lumen was kinked upon arrival. The catheter was also delivered with a guidewire already threaded through it. The slide function was stuck, and the shape of the capture device appeared unremarkable with no atypical features. The catheter was connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The slide control function was stiff despite softening of the guidewire lumen using disinfectant to dilute potential dried blood. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. However, the slide control mechanism was stiff, limiting its full range of motion. The catheter was reprogrammed before connection to the generator via a test cic, and therapy deliveries were successfully performed. The xray imaging revealed that there were entangled wires along the shaft near the dual lumen region. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that no patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the catheter array became inverted and knotted while maneuvering around the right inferior pulmonary vein. The array was safely brought back into the sheath and removed from the patient's body. Despite the issue the case was completed with pulsed field ablation. It is unknown whether there are any patient complications as a result of this procedure.